Manufacturer narrative:
Date of report: 10sep2018. Updated contact name. Date received by manufacturer: 13jun2018. During further investigation (fi), a visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in a test ventilator, the test ventilator was powered up from ac and delivered breaths. The ac led indicator activated, the touchscreen responded to touch command and the touchscreen calibration passed. The ventilator operated for two (2) hours during which post was executed 25 times without generating any failures. The device was not being used for treatment when the reported event occurred. The touchscreen assembly was tested and no failures were identified.

Event description:
During corrective maintenance, the manufacturer's field service engineer (fse) reported that the touchscreen wasn't working. There was no patient involvement.